Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No vibration anomaly or audio/beep anomaly noted. The vibration feature functioned properly. The insulin pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call beep anomaly on their insulin pump. Customer¿s blood glucose level was 140 mg/dl. Customer advised the device would beep at random with no error message. Customer advised that the device did not beep nor did it vibrate. Troubleshooting was performed and the device did not beep during the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.